Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rexk0120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient was with breast cancer and had accepted catheter implantation into the left upper arm for half a year. There was resistance felt by the patient when the catheter was pulled out from the patient with 10cm left in the patient after the treatment protocol was completed. The catheter was then withdrawn slowly. It was found that the catheter was not complete with the part between the valve and the location 1.5cm away from the head disappearing after the catheter was pulled out completely. The tip of the catheter was found to be left in the blood vessel of the patient under x-ray. An angiotomy was then conducted immediately on the patient to take out the catheter tip. There was white tissue found wrapping around the head of the catheter with the naked eye. The head nurse suspected that such tissue was fibrin shell and it was then sent to the pathology department for further examination.